Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 377mg/dl. The customer was treated with intravenous insulin and saline, and was discharged four hours later with the issue resolved. Reportedly, an altitude alarm had occurred. A cartridge change was performed to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.